Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to the verify screen. The auditory and vibratory features were operational. No tactile issues were found with the keypad buttons. Battery compartment cracks were found below and above the grip pad. Review of black box data found evidence of time/date reset to default after pump reboot. During evaluation, the pump would not retain the user programmed time/date settings when the primary aa battery was removed. Investigation revealed that the internal clock battery on the printed circuit board malfunctioned. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked at a couple of places. This report is made based on results of investigation completed on (B)(6) 2015.